Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported a shorted lead message. Review of episodes revealed an arrhythmia that was treated with two shocks resulting in normal impedance, followed by two shocks with impedance less than 10 ohms. The patient felt pre-syncopal during this episode. The device was explanted and during this procedure, a lead fracture was observed. The lead was also explanted. A new device and lead were implanted.